Manufacturer narrative:
The device involved in this complaint is an echo-25 device of lot# c1142747. The echo-25 device involved in this complaint has not been returned for evaluation. With the information provided, a document based investigation was carried out. A possible cause of this complaint is that the needle bent/kinked during use, which in turn resulted in needle breakage upon removal of the needle from the lesion after the first pass. The needle can kink/bend due to product handling during the procedure. A needle kink/bend may also be attributed to patient anatomy if the lesion being punctured was a hard lesion or if the endoscope was used in a tortuous anatomy. It is also possible that the needle was damaged due to product handling when advancing/removing the device from the endoscope, during use if the stylet was not fully in place during advancement of the needle or during sample retrieval. As the device was not returned for evaluation and conditions of device usage cannot be replicated in the laboratory it is therefore not possible to conclusively determine the root cause of this complaint. The customer complaint is considered confirmed based on the customer testimony. Prior to distribution, all echo-25 devices are subjected to functional checks and visual inspection to ensure integrity of the product. These inspections and functional checks are outlined in internal procedures in place at cirl. A review of the manufacturing records for echo devices of lot# c1142747 did not reveal any discrepancies that could have contributed to this complaint issue as per the notes section of the instructions for use ifu0101-0 that accompanies this device instructs the user to inspect the device prior to use for any damage: "visually inspect with particular attention to kinks, bends and breaks. If an abnormality is detected that would prohibit proper working condition, do not use". As per the information provided by the initial reporter: ¿the patient did not experience any adverse effects due to this occurrence¿. Complaints of this nature will continue to be monitored for potential emerging trends.

Event description:
While removing the needle after the first pass it broke. Although requested no additional information relating to this event has been received. Event meets criteria for FDA MDR reporting based on the malfunction precedence established for this product family for proximal/distal needle breakage.